Event description:
According to the facility, "I encountered premature separation of a nasotracheal tube from its connector. The event was immediately recognized when end-tidal co2 abruptly dropped to zero. Because of the prompt actions, oxygen saturation remained > 97%, and the tube was reconnected, preventing patient harm."

Manufacturer narrative:
According to the facility, "I encountered premature separation of a nasotracheal tube from its connector. The event was immediately recognized when end-tidal co2 abruptly dropped to zero. Because of the prompt actions, oxygen saturation remained > 97%, and the tube was reconnected, preventing patient harm." No serious injury or medication intervention required, "the anesthesiologist identified the failure directly related to the etco2 reading." The dentist was forced to stop all activity and reconnect the device which disrupted workflow. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.